Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue had already been resolved prior to further troubleshooting, with no active fault present. A field service engineer followed up with the site after initial report of inability to recover the drawer, remotely accessed the device, and observed no errors. Customer confirmed the issue was resolved by recovering the device and documented the fix. The system functioned as intended after the customer resolved the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station drawer 4.1 was failed and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.